Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin, and insulin gauge read 105 units and remained static. The customer's blood glucose level ranged from 80-140 mg/dl. The customer declined to reload the cartridge to recalculate the fill estimate.